Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) female patient receiving intrathecal hydromorphone 5mg/ml at 0.597mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain, post lumbar laminectomy syndrome, and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that an alarm was heard, and when they checked the pump they discovered a motor stall ((B)(6) 2015) the patient had not recently had an MRI or other electromagnetic interference (emi) sources that they were aware of. The pump was going to be replaced today ((B)(6) 2015) no symptoms were reported. If additional information is received this report will be updated.

Event description:
Additional information received from the patient reported that drug that was used via the device system was dilaudid 5mg/ml at 0.6004mg/day. It was reported that the total system was replaced on (B)(6) 2015, and would be returned. The issue was noted as resolved at the time if this report (2016-03-30).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. Product ID 8709sc, serial# (B)(4), product type: catheter. Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to gear wheel 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.